Event description:
The customer contact reported that during testing at the user facility, the device kept rebooting. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd on (B)(4) 2013. Investigation is not complete.